Manufacturer narrative:
Submit date: 12/04/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit has a failed rotor error test. The unit would not alarm ¿rotor error¿ within the allotted time for the test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer did not state a specific issue. Upon triage, the service tech found the unit failed to alarm during a feed/flush error. The failure to alarm issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.